Manufacturer narrative:
One device was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. A visual inspection found no physical damage. The error log review confirmed that the high-pressure alarm occurred during pump use. Functional testing was unable to duplicate the reported problem. The downstream sensor seal was replaced as a preventative measure. The device then passed functional testing.

Event description:
It was reported that when the cassette stand is attached, the blockage alarm sounds. There was no patient involvement.